Manufacturer narrative:
The hba1c reagent lot number was 80176501 with an expiration date of 31-oct-2025. The customer replaced the reaction cells and the lamp on (B)(6) 2025. The calibration data was provided for june 13-jun-2025, and it was acceptable. Qc recovery was within the ranges. The field service engineer replaced the lamp and performed wash and reaction parts maintenance. He installed special wash programming, loaded a new reagent, and performed calibration and qc with successful results. A general reagent problem can be excluded because calibration and qc were acceptable. The service actions performed by the engineer resolved the issue. The cause was traced to a component failure.

Event description:
We received an allegation about discrepant results for 7 patients' samples tested with tina-quant hemoglobin a1cdx gen.3 (hba1c) assay on a cobas c 503 analytical unit. Sample 1: initial result: 7.6 %. Repeat result: 6.8 %. Sample 2: initial result: 6.1 %. Repeat result: 5.5 %. Sample 3: initial result: 8.2 %. Repeat result: 7.3 %. Sample 4: initial result: 6.3 %. Repeat result: 5.7 %. Sample 5: initial result: 11.4 %. Repeat result: 10.3 %. Sample 6: initial result: 6.6 %. Repeat result: 5.9 %. Sample 7: initial result: 16.0 %. Repeat result: 14.7 %. The initial results were above the reference range, prompting the repeat of the samples. The repeat results were deemed to be correct. No questionable results were reported outside the laboratory.